Manufacturer narrative:
The sample was received for investigation. An interfering factor against ru-label and f(ab¿)2 fragment with tsh could be excluded. The investigation found that upon performing size exclusion analysis, an atypical peak was detected which may be due to the presence of an abnormal glycosylation pattern of tsh. The different tsh values, measured by the assays from roche diagnostics and abbott, may relate to this abnormal glycosylation pattern and the fact that it is detected differently by the two assays. No product problem was identified.

Manufacturer narrative:
The sample was submitted for interference testing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay ver.2 results for 1 patient sample on two cobas 6000 e 601 modules and a cobas e 411 immunoassay analyzer compared to an abbott architect. Refer to the attachment to the medwatch for all patient data. It is unknown if any questionable results were reported outside of the laboratory. The customer used tsh reagent lot 660341. The expiration date was requested but not provided. The tsh reagent lot used on the investigational e601 analyzer is 652947 with an expiration date of 31-jul-2023. The tsh reagent lot and expiration date used on the investigational e411 analyzer were requested but not provided. The customer's e601 analyzer serial number was requested but not provided. The investigational e601 analyzer serial number is (B)(6). The investigational e411 analyzer serial number was requested but not provided.